Manufacturer narrative:
We have now concluded our investigation for the complaint received. The devices, used in treatment, have been received for evaluation, establishing a relationship between the reported event. A visual inspection confirmed silicone remained on the carrier. The functional evaluation confirmed that the dressing had reduced bonding capabilities. With the root cause, identified as a raw material issue. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history file contains further instances of the reported event, currently being monitored, with actions being taken to reduce further instances. However, this investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The devices were intended for use in treatment. The device was not returned for evaluation. It was reported that during use much of the silicone adhesive was removed. The wound contact surface of the allevyn life is coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. It is possible the silicone adhesive on the wound contact layer has problem, with the root cause may be a raw material issue. We have not been able to confirm a relationship between the event and the device. A root cause could not be established. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that when the carrier was removed, much of the silicone adhesive was removed with the carrier and did not remain on the dressing, so it could not be used. A backup was available. No delay was reported.